Manufacturer narrative:
(B)(4).

Event description:
Trial patient's spouse contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. Trial patient's spouse tested the alert functionality and reported the alerts were functional. Trial patient's spouse did not report any injuries or medical intervention.